Event description:
Two millimeters of the diagonal branch was occluded when the stent was deployed in the left anterior descending (lad). After that, we pre-dilated ostial diagonal with the balloon, through the stent strut and the ostium of the diagonal was pre-dilated with 1.5x20mm maverick balloon. The event was reported to be highly probable to the device and the procedure.

Manufacturer narrative:
Please note that other has been selected for device code because no actual device problem was reported except that the device occluded two millimeters of the right diagonal branch of the coronary artery. Additional information will be submitted within thirty days upon receipt.